Event description:
It was reported that during a routine device check, several episodes of non-sustained right ventricular t-wave oversensing were noted on a stored egm. Programming changes and dft were recommended. The physician decided not to make any programming changes. The patient is stable.

Manufacturer narrative:
(B)(4).